Event description:
The problem is with pharmchem and the pharmchek drug patch. It provided what we have believed to be a false positive resulting in jail time. The patch was on correctly. The person using it did not use and it tested positive for marijuana. We believe that environment contaminants is to blame for this but the company and the federal government do not recognize this as a possible outcome.